Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-08660.

Event description:
Customer had reported having a blank display on the insulin pump as well as an unexpected restart and a no delivery alarm. She called again the next day and stated that she was still having issue and she did not feel comfortable and would like the device replaced. Customer reported she woke up with high blood glucose and the time and date had been reset. She feels that the insulin pump might have turned off during the night. Blood glucose value was 314 mg/dl. Nothing further reported.